Event description:
Patient reported "inflammation of the lymph nodes that occurred with the extravasation of the silicone." Device was explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, g.3, h.6. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported "pain", "burning", "gel nodule", "silicone inducted granuloma", "left axillary lymph nodes with signs of permeated silicones", "back pain from breast implant", capsular contracture (baker grade IV), "lobulated contours", "rippling", and "uncomfortable".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, "lumps," and "deformation of the breast." Device remains implanted.